Manufacturer narrative:
(B)(4). On (B)(6) 2019 arjo was informed about enterprise 8000 bed malfunction, which occurred in the hospice of st francis ((B)(6)). Following the information provided, some kind of unintended movement (the head end and foot end moving up and down without any command given) occurred with a patient on the bed. No injury no other medical consequences were reported. The evaluation of the involved device carried out by arjo representative revealed that all functions of the claimed bed were working correctly. The reported unintended movement could not be recreated. Based on the above findings, it was not possible to determine the exact cause of this issue. To sum up, it was reported to arjo that the enterprise 8000 bed did not meet its performance specifications due to unintended movement of the bed. There was a patient involvement. The complaint was decided to be reportable, in abundance of caution, due to alleged, unintended movement of the bed although no adverse outcome occurred.

Event description:
On (B)(6) 2019 arjo was informed about enterprise 8000 bed malfunction, which occurred in the hospice of st francis ((B)(6)). Following the information provided, some kind of unintended movement (the head end and foot end moving up and down without any command given) occurred with a patient on the bed. No injury no other medical consequences were reported.